Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure a shaft fracture occurred and the basket was left inside the patient. The target lesion was in the common bile duct (cbd). An rx lithotripter compatable basket had been advanced to treat the target lesion. While squeezing the handle to perform lithotripsy, a "pop" was felt. The handle was removed and it was noticed that the catheter was frayed and broken. The basket was left inside the patient. An unspecified plastic stent was implanted. Fours days later, another procedure was performed to remove the basket. No additional patient complications were reported.